Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The device was returned to the manufacturer for analysis. Testing results stated that, "defective stand alone board pcb. One fan and its connection is missing from the board. J4 connector is mechanically damaged. C14 broken solder joint. Relay is ok." The device was found to have a malfunctioning standalone board pcb, and a connection was missing from the board. Additionally, the board has a broken solder joint. Physical relay tested okay. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure. That when attempting to start the imaging system, the system would not clear the self testing prompts. No initial troubleshooting was reported. There was no patient present when this issue was identified.